Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Attempts to contact the customer for further troubleshooting were unsuccessful, resulting in the case being closed.